Event description:
Revision of left knee total arthroplasty due to broken stem extension.

Manufacturer narrative:
Engineering evaluation of the returned tibial tray noted debris adhered to the distal surface between the tray and the augment block consistent in appearance with bone cement. A fractured stem was still present in the tapered portion of the tibial tray. Characteristics of the fractured stem surface are consistent with fatigue and ductile rupture. The device history record provides assurance that the part was accepted with conformance to the product requirements. This is same event that was reported in 1038671-2009-00063.